Event description:
Airtraq camera failure during rapid sequence intubation. No patient harm as a secondary means of intubation was mad ready prior to the attempt and transitioned to immediately following the failure. Airway patency confirmed by agency protocol measures detailed in ehr report. This was secondarily confirmed by the receiving facility. Monitor serviced and checked by compliance officer for physical damage. Possible normal use degradation of o-ring.